Manufacturer narrative:
Additional information received from the local area sales representative indicated the physician had the patient perform a remote device interrogation. The shock impedance value was less than 125 ohms. The physician recalled high shock impedance measurements at the generator change-out in (B)(6), but was not concerned since defibrillation threshold (dft) testing was successful. The physician also stated that the patient's left ventricular (lv) function has normalized. There have been no adverse patient effects noted and there are no plans for further intervention.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were exhibiting high shocking impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Additional information received indicated that the shocking impedances have again exceeded 125 ohms. There has been no known intervention performed to resolve the issue.

Manufacturer narrative:
Additional information was received that high out of range shock impedance measurements continue to be observed. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
Additional information was received that the physician will continue to monitor the device and lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.